Event description:
It was reported that when the armada 35 balloon catheter was in place at the target lesion, it was not possible to inflate the balloon due to a crack at the y connector. The balloon catheter was removed and another unit was placed to complete the procedure. There was a delay to the procedure (<30min); however, it was not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue and crack were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the device history record (DHR) for the reported lot revealed no nonconforming material records. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.